Event description:
After long years of using philips respiratory CPAP devices and recall, I was diagnosed with pleural effusion around my left lung and consequently with malignant adenocarcinoma from the drained fluids. FDA safety report ID # (B)(4).